Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, the device was found to be in backup vvi mode. Device download was not performed due to low battery status. The device was explanted and replaced. The patient was fine before and after the procedure.